Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse identified and cleared an obstruction within the cap piercer drain fitting. The system was then primed and quality controls were run. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported to beckman coulter inc, (bec) that the unicel dxc 800 synchron system cap piercer blade washer is leaking. No erroneous results were generated. No injuries were sustained by any lab personnel. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.